Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to system error 105, which was not reproduced during evaluation. System error 105 was confirmed and evaluation determined cause to be an unauthorized service event, in which the nylon cheesehead screws were replaced with metal screws. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited. The failed motor assembly and screws were replaced to address the system error 105 symptom.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a system error 105. There was no patient involvement.